Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. No lot number was provided for a lot history review. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
Complaint investigation activities are pending at this time.

Event description:
The event involved a 60" smallbore ext set w/microclave® clear, clamp, luer lock. The reporter stated that an air pocket was visualized in the lipid infusion line near the connection site during patient use, raising concern for a possible air embolism. Head ultrasound revealed pneumocephalus, and telemetry review was suspicious for a coronary event. The peripherally inserted central catheter (PICC) dressing was taken down and the entire line setup was changed and preserved. Notably, a cap and line change had been performed approximately 50 minutes prior to the arrest. The patient passed away after the event. It was unclear if any interventions were due to the event, and the issue currently remains under investigation. No additional information is available at this time. Note: the specific date of death is unknown but it occurred on or after (B)(6) 2026.

Manufacturer narrative:
Corrected information can be found in: -d10 - concomitant products. -e4 - initial report sent to FDA. -h10 - related report numbers. H11 - additional mfg narrative: additional related report number: 9617594-2026-00064-00.